Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse found reagent probe 2 was not seated all the way and the wash port was not aligned. The cse then seated the probe correctly and aligned the wash probe. The cse then ran wash 2 and quality control (qc). Qc was in range. The cause of the discordant, falsely low lipase (lip), creatinine (crea) and blood urea nitrogen (bun) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low lipase (lip), creatinine (crea) and blood urea nitrogen (bun) results were obtained on an advia 1800 instrument. The discordant results were reported to the physicians. The customer retested the samples on their alternate advia instrument, resulting higher. A corrected report was issued to the physicians.there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low lipase (lip), creatinine (crea) and blood urea nitrogen (bun) results.